Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump kept alarming with no delivery, and that she believes the reservoir and infusion set are to blame. The patient's blood glucose at the time of incident exceeded 300 mg/dl. The customer stated that the no delivery alarm occurred during the manual prime process, and that the issue was resolved with a complete set change. The reservoir and infusion set will be returned for analysis and a replacement infusion set and two replacement reservoirs was shipped to the customer.